Event description:
As reported, the distal sealant cover of a 5f mynx control venous vascular closure device (vcd) was open and splayed upon unpackaging, with the sealant fully exposed. The product was not used, and a new device was opened and used. There was no reported patient injury. There was no interaction with a patient. The damage was noticed prior to removing the device from the clear plastic shell. The device was carefully handled by an experienced user in accordance with training. No damage was noticed to the device packaging prior to opening. The device was stored properly, and no preparation was performed because the device was not used. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the distal sealant cover of a 5f mynx control venous vascular closure device (vcd) was open and splayed upon unpackaging, with the sealant fully exposed. The product was not used, and a new device was opened and used. There was no reported patient injury. There was no interaction with a patient. The damage was noticed prior to removing the device from the clear plastic shell. The device was carefully handled by an experienced user in accordance with training. No damage was noticed to the device packaging prior to opening. The device was stored properly, and no preparation was performed because the device was not used. The device was received with buttons 1 & 2 depressed despite confirmation from customer that the device was not used and he never depressed the buttons. One non-sterile 5f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 was fully depressed, and button 2 was fully depressed. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was not returned for this evaluation. Regarding the condition of the sealant sleeves, a kinked/bent condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was returned retracted, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A dimensional analysis of the slit length could not be executed due to the kinked/bent condition of the sealant sleeves, which prevented accurate measurement. Additionally, the catheter working length was verified and noted to be within the defined parameter. Also, the overall length of the outer sleeve assembly (proximal end of the swivel to distal tip of cartridge) was verified and noted to be within the defined parameter. The dimensions were obtained using a calibrated ruler. An attempt to perform a simulated deployment test was executed; however, it could not be performed because the unit was received fully deployed, preventing execution of the standard deployment sequence. A high-magnification microscopic evaluation was executed to evaluate the sealant sleeves. During this analysis, no abnormal conditions were observed beyond the previously identified kinked/bent condition. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was not observed through analysis of the returned device since there were no split conditions noted; however, a kinked/bent condition of the sleeves was noted, which was likely the condition noted by the user. Also, the reported event of ¿mynx control system-deployment difficulty-premature¿ was not observed through analysis of the returned device as button 1 was depressed, indicating that activation of the deployment mechanism had been initiated. The exact cause of the issue experienced by the user could not be conclusively determined during analysis. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to the reported premature exposure of the sealant since the returned condition of the device did not match the description. The user reported that the buttons were not depressed; however, the device was received with button 1 and 2 depressed, resulting in the sealant¿s deployment. However, as the sealant sleeves were noted to be kinked/bent, prepping/handling factors possibly contributed to the damage to the sealant sleeves and subsequent exposure of the sealant reported. It should be noted that the slits of the sealant sleeve assembly are not a product defect. The mynx control device is manufactured with slits at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggests that the issue experienced by the user could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Corrected component code from "plug" to "catheter.